Manufacturer narrative:
The internal complaint file # (B)(4) has been logged for this incident for traceability.the rapid infuser was returned to belmont for investigation on (B)(6) 2022. When rapid infuser detects that the door is open, it displays following alarm message " close the door please" the possible reasons for this issue includes: the door is open or no magnet in the door latch. The operator's manual also provides additional recommended operator actions. Close the door to silence the alarm and resume. Check magnet in the door latch. If the door is opened while the system is pumping, the system will immediately stop heating and pumping. The valve moves to the recirculate position and an audible alarm sounds. The manufacturing records for this serial number were reviewed and no related anomalies were identified.the disposable set involved was not returned for investigation. When the returned rapid infuser unit was tested by belmont service engineers, no defects were observed for closing the door or loading the disposable sets. The 3-spike sets are 100% leak tested and 100% visually inspected during the manufacturing process. A review of the manufacturing records for the disposable indicate no anomalies. A review of complaints from the past indicates that there were no similar complaints; there have been no other reports of difficulty in closing the door or loading of the 3-spike disposable set. Belmont services followed-up with the hospital on (B)(6) to gather additional information on device and will continue working closely with the hospital and actively investigating to establish a root cause. A follow-up report will be submitted once the investigation is complete and additional information becomes available.

Event description:
It was reported that while setting up the ri2 for a massive transfusion, the biomed had a hard time loading the disposable and difficulty closing the door. Subsequently reported that the patient died although we have no indication that death was related to the product.

Manufacturer narrative:
After review of the cited device, it was identified that the door required slightly more effort to close in comparison with other units. However, this did not prevent the door from being closed and locked in its closing position with the disposable set installed. The door could be successfully closed with multiple disposable sets from different lots. The device history was reviewed, and no similar issues were identified. No device malfunction could be verified. Belmont shaved off the spacer on the door assembly to make it even easier for the user to close and lock the door in its closing position. The device was system tested and passed with no issues. Belmont will continue to monitor and trend this issue moving forward.